Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-nov-2017. The most recent information was received on 28-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia"), back pain ("dorsolumbar pain"), pruritus ("itching"), skin disorder ("onset of cutaneous problems"), migraine ("migraines"), fatigue ("intense fatigue"), visual impairment ("vision disorders"), occipital neuralgia ("occipital neuralgia"), amnesia ("loss of memory"), speech disorder ("speech disorder"), mood swings ("mood swings"), balance disorder ("balance disorders"), loss of libido ("loss of libido") and hyperacusis ("intolerance to noise"). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, pruritus, skin disorder, migraine, fatigue, visual impairment, occipital neuralgia, amnesia, speech disorder, mood swings, balance disorder, loss of libido and hyperacusis outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, balance disorder, fatigue, heavy menstrual bleeding, hyperacusis, loss of libido, migraine, mood swings, occipital neuralgia, pelvic pain, pruritus, skin disorder, speech disorder and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 30-nov-2017 for the following meddra pts: pelvic pain: the analysis revealed 8666 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: nullification: due to internal review this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.